Event description:
It was reported that the remote user interface on the 9900 system has a broken joystick. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the joystick. The system was tested and found to be working as intended and placed back into service.